Manufacturer narrative:
Attempts to obtain additional information are being made. Should additional information become available, this report will be updated.

Event description:
Additional information has been made available, that upon a successful upload into the remote monitoring system, no red alert conditions were observed. There were no red alerts posted in latitude. A patient initiated interrogation (pii) was performed and all information was within normal limits and there were no alerts visible. After the pii was performed the doctor's icon on the patient's communicator was no longer lit. The system is working as expected.

Event description:
Boston scientific received information that this unidentified tachycardia generator detected a red alert condition within the system. No details surrounding the red alert or actions taken have been provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.